Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a robotic sleeve procedure, the stapler was introduced by the physician assistant through the trocar into the patient's body. The cartridge fell out of the stapler. In trying to retrieve the cartridge with laparoscopic graspers, the metal pan on the bottom of the cartridge was bent allowing for the little yellow plastic "staple pushers" to fall out of the cartridge. Once the reload was removed from the patient, they saw there were five slots missing their corresponding little yellow plastic pieces. All five were located in the patient's ody and removed. The cartridge was kept for return and analysis. The case was completed using another stapler and reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic sleeve procedure, the stapler was introduced by the physician assistant through the trocar into the patient's body. The cartridge fell out of the stapler. In trying to retrieve the cartridge with laparoscopic graspers, the metal pan on the bottom of the cartridge was bent allowing for the little yellow plastic "staple pushers" to fall out of the cartridge. Once the reload was removed from the patient, they saw there were five slots missing their corresponding little yellow plastic pieces. All five were located in the patient's body and removed. The cartridge was kept for return and analysis. The case was completed using another stapler and reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results that one long60a device was returned with no visual non-conformances and with one ecr60g cartridge reloads present. The cartridge reload was received partially fired 1/16 and with the cartridge pan detached. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a robotic sleeve procedure, the stapler was introduced by the physician assistant through the trocar into the patient¿s body. The cartridge fell out of the stapler. In trying to retrieve the cartridge with laparoscopic graspers, the metal pan on the bottom of the cartridge was bent allowing for the little yellow plastic "staple pushers" to fall out of the cartridge. Once the reload was removed from the patient, they saw there were five slots missing their corresponding little yellow plastic pieces. All five were located in the patient¿s body and removed. The cartridge was kept for return and analysis. The case was completed using another stapler and reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results that one long60a device was returned with no visual non-conformances and with one ecr60g cartridge reloads present. The cartridge reload was received partially fired 1/16 and with the cartridge pan detached. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a robotic sleeve procedure, the stapler was introduced by the physician assistant through the trocar into the patient's body. The cartridge fell out of the stapler. In trying to retrieve the cartridge with laparoscopic graspers, the metal pan on the bottom of the cartridge was bent allowing for the little yellow plastic "staple pushers" to fall out of the cartridge. Once the reload was removed from the patient, they saw there were five slots missing their corresponding little yellow plastic pieces. All five were located in the patient's body and removed. The cartridge was kept for return and analysis. The case was completed using another stapler and reload. There were no patient consequences reported.